Event description:
During a pericardial drainage procedure, the doctor was attempting to advance the guide wire into the pericardium and was pulling on the back end of the guide wire to straighten the j tip when something cracked and the coil unwound. The completed the procedure with a different j tip guide wire, and there was no harm or injury to the patient reported.

Manufacturer narrative:
Device evaluation: one used unit was returned for evaluation. There were obvious signs of clinical use. The wire was kinked and had started to unravel. The proximal weld was no longer in tact and was not included in the return. Both the safety ribbon and the core wire were exposed. The introducer wire was found to be dimensionally within specification, the introducer subassembly was built per manufacturing specification. There was no needle returned for evaluation. The returned unit was evidently exposed to a considerable amount of force resulting in a complete disintegration of the proximal weld. The root cause is mishandling of the wire. It can be concluded that this is an isolated incident.